Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Vyaire medical was unable to confirm the issue - unit was not 'sensing breaths'. Vyaire field service representative (fsr) evaluated the device on-site, and an operational verification procedure (ovp) was performed. No error has occurred on the unit after auto-cycle check manual alarms testing , vt accuracy verification, uim switch tests compressor check, power indicators and charging verification, battery test, air inlet pressure verification, oxygen inlet pressure verification, breath rate verification, blending accuracy verification and peep (positive end-expiratory pressure) verification.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet

Event description:
It was reported to vyaire medical that the avea ventilator was not 'sensing breaths'. There is no information of patient involvement associated with the event as of this time.